Event description:
Report received from the USA stating "the device does ot totally disarm when in safe mode with the handle. It still runs when the handle is pressed. Th unit was being used for the first time, no patient was injured." There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The event was confirmed. It was determined that due to a tolerance overrun between the actuator button and motor handle, the motor would run slightly when the handle was depressed. The actuator button was adjusted in the motor in order to correct the problem. The root cause was determined to be a lack of design control specifically design verification and design validation on the function of this new custom made product. If additional information is received, a supplemental report will be sent. (B)(4).